Manufacturer narrative:
According to the customer, when using the cotton tips the cotton 'fell off inside of her daughter's ear'. According to the customer, a pair of 'tweezers' was required to remove the cotton from 'her daughter's ear'. The customer reported no medical intervention or serious injury occurred related to this event. Sample requested to be returned. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when using the cotton tips the cotton 'fell off inside of her daughter's ear'. According to the customer, a pair of 'tweezers' was required to remove the cotton from 'her daughter's ear'.